Manufacturer narrative:
No gtin # available due to the device not being returned and lot number cannot be confirmed. The angio-seal device instructions for use (IFU) instructs the user that if device pulls out with sheath upon withdrawal, apply manual or mechanical pressure per standard procedure. Examine the device to ensure all absorbable components have been withdrawn. The angio-seal device instructions for use (IFU) instructs the user that if there is bleeding or hematoma, apply light digital or manual pressure to the puncture site. If manual pressure is necessary, monitor pedal pulses.

Event description:
An angio-seal vip was used for vascular closure. An elderly patient presented with an acutely ischemic leg, and underwent surgical embolectomy of the iliac and femoral arteries. A stent was deployed in the iliac vessel. During the procedure the physician encountered a large volume of fresh thrombus, so a small quantity of tpa was given. A 6f puncture was made. The physician noted the vessel was of good quality. During the pullback step the entire assembly pulled out of the vessel, but not completely out of the patient and a hematoma that formed immediately. Manual compression was held. The patient was brought to vascular surgery to remove the device. The vascular team performed a cut down and aspirated 150-200ml of blood and thrombus from the soft tissues at the puncture site, and noted that the angio-seal had indeed pulled through the puncture site and was lying superficially in the soft tissues. While on the operating table, the patient suffered cardiac arrest and expired. The physician has stated that the patient death was not related to the use of the angio-seal device, more so related to ischemic reperfusion injury which would have contributed to or precipitated the cardiac arrest.